Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced persistent hyperglycemia after training and infusion site placement, with blood glucose readings around 450¿502 mg/dl by fingerstick; the user discontinued ilet per healthcare provider instruction and received 5 units of rapid-acting insulin without improvement, and later started long-acting insulin per provider. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or serious injury. Investigation included review of the event details and user troubleshooting and education. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.